Event description:
Customer reported a malfunction code was displayed on the device. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, confirming there was no adverse impact on the blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was informed they could continue using the pump and advised to call back if any issues returned.